Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm or excess no delivery alarm noted during testing. No damage found on motor. The insulin pump was received with scratched on display window, cracked at battery tube threads and reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer reported that the no delivery alarm was recurring. The customer's blood glucose was around 500 mg/dl at the time of incident. The customer's blood glucose was 483 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the no delivery alarm was resolved by a complete set change. The insulin pump will be returned for analysis.